Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('medical device removal') and depression ('depression') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included androcur tablet and diane 35 coated tablet. On an unknown date, the patient started diane 35 (unknown) at an unspecified dose and frequency. On an unknown date, the patient started androcur (unknown) at an unspecified dose and frequency. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression (seriousness criterion disability), asthenia ("asthenia"), migraine ("migraines") and dizziness ("dizziness"). The patient was treated with surgery (histerectomy). Essure was removed. At the time of the report, the medical device removal, depression, asthenia, migraine and dizziness outcome was unknown. The reporter provided no causality assessment for asthenia, depression, dizziness, medical device removal and migraine with androcur, diane 35 and essure. The reporter commented: deterioration in her health was recognised as disabled in 2020. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Regarding cyproterone acetate and cyproterone acetate, ethinylestradiol, it was mentioned that patient received these products, however no other information was received. Thus, considering that the case was received with minimal information, a causality of cyproterone acetate and cyproterone acetate, ethinylestradiol for depression and other non-serious events is considered not assessable.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and depression ("depression") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Co-suspect products included androcur and diane 35. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started androcur (unknown) at an unspecified dose and frequency. On an unknown date, the patient started diane 35 (unknown) at an unspecified dose and frequency. In 2015, the patient had essure inserted. On unknown dates she experienced depression (seriousness criterion disability), asthenia ("asthenia"), migraine ("migraines") and dizziness ("dizziness") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure, androcur and diane 35 with regard to asthenia, depression, migraine, dizziness or medical device removal. The reporter commented: deterioration in her health was recognised as disabled in 2020. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: nullification: health authority identified this report as duplicate to record # (B)(4) to which all information will be transferred then this report # (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Regarding cyproterone acetate and cyproterone acetate, ethinylestradiol, it was mentioned that patient received these products, however no other information was received. Thus, considering that the case was received with minimal information, a causality of cyproterone acetate and cyproterone acetate, ethinylestradiol for depression and other non-serious events is considered not assessable.

Event description:
This spontaneous case describes the occurrence of medical device removal ('medical device removal') and depression ('depression') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included androcur tablet and diane 35 coated tablet. On an unknown date, the patient started diane 35 (unknown) at an unspecified dose and frequency. On an unknown date, the patient started androcur (unknown) at an unspecified dose and frequency. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced depression (seriousness criterion disability), asthenia ("asthenia"), migraine ("migraines") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, depression, asthenia, migraine and dizziness outcome was unknown. The reporter provided no causality assessment for asthenia, depression, dizziness, medical device removal and migraine with androcur, diane 35 and essure. The reporter commented: deterioration in her health was recognised as disabled in 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Regarding cyproterone acetate and cyproterone acetate, ethinylestradiol, it was mentioned that patient received these products, however no other information was received. Thus, considering that the case was received with minimal information, a causality of cyproterone acetate and cyproterone acetate, ethinylestradiol for the events are considered not assessable.